Event description:
A coronary stent with delivery system was successfully advanced to an unspecified location in the pt's body. Upon an attempt to deploy the stent, the physician reported that the sheath was difficult to retract and upon an attempt to inflate the balloon, the balloon would not inflate. Upon withdrawal of the sds, the stent became dislodged from the balloon catheter and embolized in the pt's body. The stent was successfully retrieved using a microsnare. There were no clinical sequelae reported relative to this event.